Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow-up in-clinic, episodes of noise resulting in over-sensing due to alleged lead damage were observed on the right ventricle (rv) lead. Diagnostic imaging was performed, and no abnormalities were observed. The rv lead was capped, and a new rv lead was implanted to resolve event. The patient was stable with no consequences.